Event description:
A patient reported blood glucose results of 173 mg/dl, 169 mg/dl and 167 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results did not exceed the expected value of <=20% and/or<=20 mg/dl